Manufacturer narrative:
It was observed that during the device inspection the broncho videoscope the connecting tube had coating peeling. (1mm2 or more). Based on the results of the investigation, the most likely cause was component failure due to wear and tear from usage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope, the connecting tube had coating peeling. (1mm2 or more). There was no patient involvement.